Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. It was further reported that when the device was replaced due to approaching eri, the rv lead failed a defibrillation test on the replacement device. The device detected ventricular fibrillation (vf) but the lead could not terminate the vf with two consecutive shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7227cx ICD, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted: there are 1268 v-sic recorded, beginning (B)(4) 2014. There are 23 non sustained tachycardia and 1 ventricular fibrillation (vf) events of <(><<)> 220 ms v-v cycle recorded between (B)(4) 2014.